Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the instrument was twisted. There was no surgical delay and no impact on the patient's outcome. The likely cause was hard bone substance.

Manufacturer narrative:
H3, h6) as reported, the returned probe had a severely twisted tip. There were also severe impact marks at the back end not allowing the insertion of this probe into known good trackers. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.